Manufacturer narrative:
(B)(4) date sent: 12/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? How was the device removed from the tissue? Did the jaws of the device eventually open? What color cartridge was being used?

Event description:
It was reported that during a robotic radical nephrectomy procedure, the stapler would not disengage after firing. Could not get it to open and release the tissue. Continued with case after firing as staple line was complete. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Updated to not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: how was the device removed from the tissue? Manual override. Did the jaws of the device eventually open? Yes. What color cartridge was being used? White.